Event description:
This patient presented with mild left-sided weakness and aphasia, which resolved in 24 hours. She was found to have pre-occlusive right internal carotid artery stenosis. To treat this, a precise 8.0 x 30 mm stent was implanted without complication. Six days post stenting, the patient suffered severe acute left-sided weakness. She was unable to care for herself and required placement of a peg tube. She was then admitted to a long-term care facility. Approximately one-month post index procedure, the patient developed fever and decreased breath sounds. She was diagnosed with pneumonia. Urinalysis was positive for pseudomonas and blood culture was positive for staph. She was started on IV antibiotics. Her condition deteriorated into septic shock syndrome requiring dopamine. She also required 100% oxygen via non-rebreather mask. The patient experienced multi-system organ failure and ultimately expired without resuscitative efforts per her family's wishes.

Manufacturer narrative:
Additional information has been requested, and will be submitted within 30 days of receipt.